Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure there was difficulty placing the his lead. The lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.